Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 47 mg/dl and 500 mg/dl. Customer was experiencing hypoglycemic symptoms of shakiness and weakness at the time of the 47 mg/dl reading. Customer drank a glass of milk and retested at 500 mg/dl. Customer felt better after drinking the milk. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.